Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Physician later reported prosthesis folded, liquid-solid outside the prosthesis, rupture and double capsule. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ seroma-late- breast: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ crease / folding of implant: observed. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Physician later reported prosthesis folded, liquid-solid outside the prosthesis, rupture and double capsule. Device has been explanted.